Manufacturer narrative:
Investigation results: the devices were not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on all available information, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI upn: m365sc2408740 model: sc-2408-74 serial: (B)(6). Batch: 7073567 UDI: (B)(4). Product family: scs-linear leads-MRI upn: m365sc2408740 model: sc-2408-74 serial: (B)(6). Batch: 7073891 UDI: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to inadequate therapy relief. The patient was doing well postoperatively. The explanted device components will not be returned per facility policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408740. Model: sc-2408-74. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads-MRI. Upn: m365sc2408740. Model: sc-2408-74. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to inadequate therapy relief. The patient was doing well postoperatively. The explanted device components will not be returned per facility policy.